Manufacturer narrative:
Cec mins received (B)(6) 2015: cec have adjudicated that the gi bleed was not related to the study device or procedure but was related to dapt.

Event description:
It was reported that during the index procedure the physician implanted two resolute integrity drug eluting stents; one in the proximal, and one in the distal circumflex. 4 months post index procedure, the patient was admitted to another hospital after a black stool was observed. Dapt was suspended. The patient also had anaemia, for which blood transfusion was performed. It is reported that the patient recovered.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (haemorrhage) evaluation codes, conclusions inherent risk of procedure (haemorrhage) (B)(4).